Manufacturer narrative:
The investigation of delivery issues and hemolysis has been completed. Thrombus failure mode added for biomaterial observed on impeller. The returned product was inspected and biomaterial was observed beneath impeller blades and in the cannula. The pump passed the light continuity test and the 5s parameters were within normal range. As the necessary information was not provided, the root cause of the thrombus was not determined delivery issues: clinical mentioned guidewire met resistance during removal and was snagged. The returned guidewire was inspected and damage was confirmed. The root cause of the delivery issues was most likely use related as evidenced by the damage on the returned product and the clinical mention of resistance met. Hemolysis: biomaterial was observed wrapped around the impeller blades and in the cannula. Clinical reported hemolysis on (B)(6). The data logs do not show any motor current spikes before reported hemolysis. There were no frequent or continuous suction alarms or position related alarms. Clinical details also mention pump position was confirmed via imaging. The root cause of the hemolysis was most likely biomaterial as evidenced by the biomaterial wrapped around the impeller on the returned product b2 death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29132. B5 patient outcomes was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29132. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-29132. H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29132.

Event description:
The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Event description:
The user facility reported an impella 5.5 was to be implanted in a patient admitted in with multiple cardiac and systemic comorbidities. The pump placement/delivery was complicated by a wire interaction. The wire snagged and was difficult to remove but support was placed. Later, during pump support, the team observed signs of hemolysis in elevated free hemoglobin. The pump supported the patient for 10 days.

Manufacturer narrative:
The impella pump and guidewire were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella 5.5 with smartassist: section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ section: warnings & cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue: the pump passed the light continuity test and the 5s parameters were within normal range. The data logs show a sudden loss of placement signal after which there was a 'placement signal not reliable' alarm. At the same instant there was a drop in signal-to-noise ratio (snr) and gain. The contrast increased in amplitude and was oscillating between positive and negative values and did not recover throughout support. Upon review of the data logs and returned product, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-29132. D10 concomitant medical products and therapy dates updated.

Event description:
The complaint also a reported a placement signal not reliable alarm. The pump was not explanted due to the alarm.